Manufacturer narrative:
The approximate age of the device is 5 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the nursing supervisor at the patient's prison facility told the vad coordinator at the implanting hospital that on (B)(6) 2019, the patient experienced a low battery hazard. One battery was replaced, which cleared the hazard alarm but a low battery advisory continued. At this point the nursing supervisor noticed that the system controller was very hot to the touch. The system controller was exchanged. The patient began posturing and stopped breathing. CPR was started and ems was called. An external defibrillator was used 4 times before ems took the patient to the nearest hospital. Approximately 15 minutes later, the prison received a call stating that the patient had died en route. Log files for the overheated controller were sent to technical services. Technical services observed a known driveline fault (addressed under (B)(4)), the mentioned low battery hazard and advisory, and the driveline disconnect as the controller was exchanged. There was no interruption in pump support to the patient during these events. The vad coordinator did not know the cause of death.

Manufacturer narrative:
Corrected data manufacturer¿s investigation conclusion the reported event of low voltage alarms while on battery power was confirmed; however, the reported event of the controller being extremely hot to the touch was not confirmed. The system controller (serial #: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 8 hours (B)(6) 2019 per time stamp). The log file indicated atypical support while connected to battery power. Throughout the log file, the rsoc voltage on the white power lead while connected to battery power fluctuated between 0.3v ¿ 5.2v. Low voltage advisory alarms were active throughout the log file and were coincident with intermittent power cable disconnect alarms on the white power lead. A low voltage hazard alarm was activated on (B)(6) 2019 between 14:22:57 ¿ 14:25:06 when the rsoc voltage of the white power lead decreased to 0.3v, and the rsoc voltage of the black power lead decreased to 0.7v. The bus voltage was recorded to be 13.4v. A no external power alarm activated at 14:32:53. The system controller backup battery provided power to the system during this event. The no external power and low voltage hazard alarms cleared when the controller was connected to a fully charged battery on the black power lead. Pump operation was not affected. The root cause for the low voltage alarms while on battery power and the reported event of the controller being extremely hot to the touch was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.